Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced a diaphyseal humeral fracture in a road accident on (B)(6) 2011 and was implanted on (B)(6) 2011 with a non-synthes plate and screws. X-rays taken on (B)(6) 2012 showed no consolidation and disassembly of the device. Patient was returned to the operating room on (B)(6) 2012 for revision and iliac crest bone graft. X-rays taken (B)(6) 2013 indicate pseudoarthrosis of the humerus with the plate in place but deformed with an angulation postero extern of the humeral diaphysis. Patient had a fall on an unknown date and on (B)(6) 2013 noted rupture of the devices with angulation at the humeral fracture with no consolidation, no infection but biologic inflammation syndrome. Patient was returned to the operating room on (B)(6) 2013 for revision to the subject 10-hole plate due to pseudoarthrosis. Patient was again returned to the operating room on (B)(6) 2013 due to non-consolidation and fracture of the plate. Patient was revised to a competitor nail. No part was left in the patient, no reported consequence to the patient, and no delay of surgery. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The evaluation noted the screw head of the locking screw was stuck in the second hole next to the fractured face of the broken plate when received. Threaded part of the screw was not sent back for investigation. The relevant dimensions of the screw head can not be verified anymore as it is stuck in the locking thread of the plate. Next to that the hexagon recess is drilled out. This let us assume that this screw was blocked in the plate for any reason and that therefore an extraction of the plate was only possible by drilling out the blocked screw head. The exact cause of the screw blocking can not be defined afterwards, possibly the screw was over-tightened during the insertion or the recess did get damaged during the insertion. This lot of (B)(4) pieces was manufactured in (B)(6) 2012 and we are not aware of any other complaint for this article- and lot number.